Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-feb-2023. H6: investigation summary: customer returned (7) loose 32g 4mm pro pen needles with tear top label open from the lot# 2137651. Customer reported that several boxes clog during flow check and some of the non-patient end needles hard to attach to the pen. The pen needles was visually inspected and observed five pen needles with broken non-patient end, one pen needle with bent non-patient end and one pen needle without any damages. Functionality test for flow was performed on a pen needle which has no damages to pe and npe and flow was observed properly during priming without any clog issues. The alleged issue could not be confirmed based on the sample returned for the customer indicated failures. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause cannot not be determined as the issue is unconfirmed.

Event description:
It was reported that 3 bd nano¿ 2nd gen pen needles clogged during the priming process. The following information was provided by the initial reporter: "consumer reported finding several in this box to clog during flow check. 3 found last night to do this."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 3 bd nano¿ 2nd gen pen needles clogged during the priming process. The following information was provided by the initial reporter: "consumer reported finding several in this box to clog during flow check. 3 found last night to do this."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd nano¿ 2nd gen pen needles clogged during the priming process. The following information was provided by the initial reporter: "consumer reported finding several in this box to clog during flow check. 3 found last night to do this."